Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is black water flowing out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the e315 error, the probable most cause is considered to be a liquid leakage or physical stress on the connectors or circuit boards. Regarding the black water flowing out, the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: ""IFU states the detection method in bf-q290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-q290 series reprocessing manual chapter 4 reprocessing workflow for endoscopes and accessories."" Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited the e315 error (incompatible scope error). The issue occurred during setup. There were no reports of patient involvement.